Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) for one month due to (B)(6) infection. The patient's right side system was fully explanted 3 days after battery replacement in 2014 due to the (B)(6) infection. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved.